Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation and additional information. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the complaint was confirmed. The device had poor image, due to a faulty cable. In addition, slice on the cable was found. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without and design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had an image problem (poor image). The issue occurred, during reprocessing. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an image problem (poor image). The issue occurred during reprocessing. There was no patient involvement.